Manufacturer narrative:
H10: the device initially was reported to be in clinical use at the time of the event, however, a later report confirmed the device was not in clinical use. There was no report of harm. There was no patient, nor user impact reported. A philips authorized service provider (asp) reported the device was not in clinical use. The asp confirmed the customer declined repair by philips service. The repair activity and final disposition cannot be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting a low tidal volume alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. There was no patient, nor user impact reported. The customer was provided a proposal for diagnostic services. Investigation is ongoing